Manufacturer narrative:
On (B)(6) 2023, the following information was obtained: a review of the instrument log for this event revealed that the involved permanent cautery hook (pch) instrument was last used on (B)(6) 2023 during a pediatric procedure on system sk0122. This confirmed the event date was actually 30-mar-2023 and not (B)(6) 2021, which was incorrectly listed on the initial MDR.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip of the permanent cautery hook instrument broke off inside the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the permanent cautery hook instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the yellow part of the permanent cautery hook (pch) instrument broke off inside of the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.